Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted after an implant duration of 4 years due to mitral stenosis, and replaced with another edwards' pericardial valve. Per the operative report, "part of the leaflets were attached to the old valve and fibrosed in...excised the anterior leaflet, preserved the posterior leaflet and excised the old valve". Note that patient underwent tricuspid valve repair during the same surgery.

Manufacturer narrative:
(B)(4) = leaflets immobile. Evaluation: method = device evaluation anticipated, but not yet begun. Conclusion = device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the serial number of the subject device was not provided or traced, therefore, a device history record review will not be completed at this time. Device evaluation, analysis, and conclusions will be reported once completed.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, heavy layer of host tissue overgrowth covered most of leaflet 2 at the cusp area and its free margin. Host tissue curled the free margin and fused it to the cusp area which led to a gap at the coaptation region, evident at the outflow aspect. At the inflow aspect, host tissue overgrowth was moderate to heavy as it encroached onto the tissue inflow by approximately 4-6mm. It also restricted mobility in the leaflets which led to stenosis. Host tissue overgrowth was moderate at the stent inflow and stent outflow. Moreover, minimal calcification is detected in the cusp area and the free margin of leaflet 3. Minimal to moderate calcification was detected at the free margin of leaflet 1. Additional manufacturer narrative: the returned device was dismantled and serial number was retrieved; the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates host tissue overgrowth (pannus formation) as the primary cause of the reported stenosis, in addition to minimal calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device quality deficiency during manufacture of device that may have caused or contributed to this event.